Event description:
Surgeon reports when the lens was placed in the eye, it was noted that the haptic was bent and the lens would not stay in place. The lens was lifted into the anterior chamber, cut in half and the two sections of the lens removed. At this point it was noted that there was vitreous in the anterior chamber. An anterior vitrectomy was performed. The wound was enlarged and a sulcus fixated polymethylmethacrylate lens was placed in the sulcus. The wound was closed with three 10-0 nylon sutures.